Manufacturer narrative:
All available information was investigated, and the reported clip open during establishing final arm angle could not be confirmed via returned device analysis. The reported off-label use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during establishing final arm angle. It should be noted that per the indication for use section of the mitraclip system instruction for use (IFU) it states: the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to a primary abnormality of the mitral apparatus (degenerative mitral regurgitation) in patients who have been determined to be at prohibitive risk for mitral valve surgery and in whom existing co-morbidities would not preclude the expected benefit from correction of the mitral regurgitation. In this case, the device was used on a tricuspid valve which is a deviation from the IFU; however, the deviation did not contribute to any issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. One clip was successfully implanted without issue. A second clip delivery system (cds) was advanced and placed on the leaflets however failed to establish final arm angle (efaa). The clip was not implanted and the cds removed. Another clip was implanted, reducing tr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.